Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error and buttons stick down. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin squirts out during prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, low battery, reset alarms or prime/fill, rewind, error alarm, lost setting anomaly due to unresponsive button. Device had stripped battery cap coin slot, cracked reservoir tube lip, no cracked case at noted. (B)(4).